Manufacturer narrative:
The device was returned for evaluation. Evaluation of the device determined the root cause of the event was due to fluid ingress in the power supply. D9: device available for evaluation and device returned to manufacturer updated. H2: type of follow-up: device evaluation.

Manufacturer narrative:
A review of the device history record confirmed that the cycler met all quality requirements and manufacturing specifications prior to release which includes requirements for electrical and safety standards as outlined in the user guide. The nxstage system one user guide warns to plug the device into a properly grounded outlet and describes connection for the power cord from a grounded power outlet to the back of the device. Proper electrical hookup in compliance with all applicable codes and device specifications must be maintained. Non-authorized or incompatible electrical power cords and outlets can create an electrical hazard. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from a 40-year-old female patient with a medical history including end stage renal disease, who stated there was a fluid leak and the cycler caught on fire after completing a home hemodialysis treatment on (B)(6) 2025. The patient confirmed that the cycler was improperly connected to electrical power. Additional information was received on 12 dec 2025 from the home therapy nurse (htn) who confirmed there was no adverse impact to the patient.